Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by pain and could not get out of bed. On an unreported date, the patient's pd catheter was removed. On an unreported date, a hemodialysis (hd) catheter was placed. On an unreported date, the patient was treated with antibiotics (unspecified). The cause of peritonitis was not reported. The outcome for this peritonitis event was resolved.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.